Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and recommended that the customer download the device log to determine the events prior to the device shutdown. The customer was also advised to attempt using a different power source as a possible cause of the issue. Resmed was contacted by the customer after the device logs were downloaded and informed that the events showed low battery and battery depleted alarms prior to device shutdown. The power cord was replaced by the customer and the device was functioning properly after the replacement. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an audible alarm and powered down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. A visual evaluation found physical damage to the device power supply unit (psu). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to physical damage of the psu. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).